Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2006. The patient underwent a partial excision of exposed tape and a resuturing of the vagina in (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.